Manufacturer narrative:
After conducting a thorough investigation of the data log and testing the suspected device, it was found that the device was functioning as intended. No error codes were observed. The pre & post preventive maintenance records indicate that the device was functioning as intended. The side rails and bed exit alarm were functional. Overall, the device showed no errors.

Event description:
On (B)(6) 2026, at approximately 9:30 am, a patient was found on the floor beside the catalyst® bed at evanston hospital. The patient sustained a mandibular fracture because of the fall. At the time of the discovery, the bed exit alarm indicator light was off, and no audible alarm had been reported by nursing staff.